Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella cp was inserted and after removal of the peel away oozing was noted at the site. Bleeding did not improve after manual pressure, forward tension sutures or angle matching. Access was obtained in the left femoral artery to angio the site where a severe bleed was noted at the initial stick. The impella cp was removed and covered stents were used to obtain hemostasis. Two units of blood products were administered.

Manufacturer narrative:
The investigation was completed clinical details noted that there was bleeding around the repositioning that required 2 packed red blood cells, impella removal, and covered stents to stop the bleeding. Physician thought stick was good, but the patient had an unusually large rfa that failed to seal around the repositioning sheath. The product was returned and evaluated. No abnormalities were found with the repositioning sheath. The cause of the access site bleeding was patient condition related since clinical details note an unusually large rfa that did not seal around sheath and the returned product had no abnormalities. The device history review was completed and passed all post-sterile inspection checks.